Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5 and h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, primary operative notes (B)(6) 2019 indicate the patient received bilateral total knee replacements due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2019 indicate the patient experienced wound dehiscence with purulent bloody drainage of the left knee. No comments were made regarding the right knee. Procedure notes (B)(6) 2019 indicate the patient received an irrigation and debridement due to superficial wound infection, superficial abscess. Upon excising the wound, pus and necrotic subcutaneous tissue was encountered. The wound was cleansed copiously with an antibiotic solution and closed. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2019 indicate the patient¿s wound is well healed. Sutures are intact. There is no surrounding cellulitis or erythema. The knee flexes to 108 degrees easily. Office notes (B)(6) 2019 indicate the patient is doing well bilaterally. Radiographs reveal 2 well-placed total knee arthroplasties.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for wound dehiscence event is serious and is considered mild event is definitely related to device and is probably related to procedure. Date of implantation: (B)(6) 2019. Date of event: (B)(6) 2019. (Right knee). Treatment/intervention: irrigation & debridement. Depuy components: catalog ID: 196192032, lot: 9099337, description: aox cvd rp tibial insert sz 3 12.5mm. Catalog ID: 940013, lot: 476347, description: sigma fem c/ret porocoat sz 3 lt catalog ID: 960102, lot: d19061311, description: oval dome patella 3 peg sz 38. Catalog ID: 129433140, lot: 9227776, description: mbt cemented keel sz 4. Catalog ID: 3322020, lot: 9102851, description: smart set bone cement 20g. Catalog ID: 3322020, lot: 9102851, description: smart set bone cement 20g.